Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, there was a fracture of femoral neck. Components not revised: acetabular procotyl l 50 grup d / product ID: pha06210 / lot no: 1542326 titanium screw d=6.5/3.5x25mm / product ID: 18080302 / lot no: 1544359 ceramic insert 32 c/50d / product ID: pha04508 / lot no: 1535955 aemps reference no: (B)(4).

Event description:
Allegedly, there was a fracture of femoral neck. Components not revised: acetabular procotyl l 50 grup d / product ID: pha06210 / lot no: 1542326. Titanium screw d=6.5/3.5x25mm / product ID: 18080302 / lot no: 1544359. Ceramic insert 32 c/50d / product ID: pha04508 / lot no: 1535955. Aemps reference no: (B)(4).

Manufacturer narrative:
Additional manufacturer narrative: section h 6. Adverse event problem (refer to coding manual) codes provided. Corrected data: section b 5. Describe event or problem updated.